Event description:
On (B)(6) 2012, the distributor contacted animas and stated that the up arrow, down arrow and ok keypad buttons were unresponsive. The keypad was reportedly missing, peeling or torn. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. It was noted that the tactile/responsive issue with the keypad occurred prior to the reported damage to the keypad. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad symbols were worn but the keypad rubber was intact. Evaluation revealed that the up and down arrow keypad buttons were intermittently unresponsive and the contrast and ok buttons responded appropriately. There was evidence of keypad contamination found under the key contacts.